Event description:
Patient reports up and down arrow buttons are intermittently responding for the last 4 days. Patient does not clean the pump. Patient wears pump in pocket with protective skin.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and up and down arrow button contacts were found to be misaligned. Unrelated to the complaint, evaluation revealed a dim red display screen.